Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient temporarily discontinued therapy on (B)(6)2024. The patient was hospitalized for intestinal inflammation and sepsis due to inflammation at an infusion site. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.